Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported the ventilator monitor screen went blank and the safety valve opened and the unit alarmed. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the vga pcb to address the findings. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).